Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during a lash procedure the device stopped working and gave an error code 5. They used a second device to complete the case. No pt consequence was reported.